Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that they have suspicions of pump overdose due to the patient being progressively more lethargic since the pump was implanted a few days ago. The healthcare provider (hcp) requested a company representative for temporary stopping the pump. The technician service (ts) provided contact information for nas. Additional information was provided from a healthcare provider stated that the patient was admitted due the symptoms. However, the cause of the symptoms and hospitalization were unknown. The patient came into the office for their appointment, and the pump was interrogated. The patient was doing well.